Event description:
He following has been reported to hamilton medical ag: the device stopped ventilation and went in ambient mode. The patient was in the MRI tube and the mr1 was never to close to the MRI. Device alarmed for 'te246005', 'tf446029', 'tf485001' and switched into ambient during ventilation in MRI. It also alarmed for various other after effect alarms at later start-ups. Patient was in the MRI when the ventilator stopped the ventilation. Nurse exchange for another ventilation device. No indication that the complaint lead to death, injury or serious deterioration of the health of the patient and operator.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: 17.05.2024, (B)(4). The allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the device was ventilating a patient. The device alarmed for 'te246005', 'tf446029', 'tf485001' and switched into ambient during ventilation in MRI. It also alarmed for various other after effect alarms at later start-ups. Consequently, medical intervention was needed and the patient was moved to another ventilator. No harm to patient, user or third party harm was reported. However, it is unclear whether the failure caused any delay in treatment. The issue is not likely to be serious to public health but has potential to cause a patient death or harm, if it were to recur. Therefore, the event has been deemed to be a reportable event. The root cause was determined to be that the device was affected by a degrading capacitor on the control board that might leak electrolyte onto the control board causing a short circuit on the board and/or the capacitor might lose its function.

Manufacturer narrative:
Under investigation.

Event description:
He following has been reported to hamilton medical ag: the device stopped ventilation and went in ambient mode. The patient was in the MRI tube and the mr1 was never to close to the MRI. Device alarmed for 'te246005', 'tf446029', 'tf485001' and switched into ambient during ventilation in MRI. It also alarmed for various other after effect alarms at later start-ups. Patient was in the MRI when the ventilator stopped the ventilation. Nurse exchange for another ventilation device. No indication that the complaint lead to death, injury or serious deterioration of the health of the patient and operator.